Event description:
It was reported that during interrogation, it was found that the device was pacing at vvi 65 but had not reached the recommended replacement time. It was also reported that a power on reset had occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary : the save to disk of the device was reviewed. It reavealed there was one power on reset (por) for critical ram parity error logged on (B)(6) 2012. Por severity is considered low as device should be able to recover fully after reset. Concomitant product: competitor 1782tc implantable pacing lead (B)(6) 2010. (B)(4).